Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced cardiac arrest, was rescued and is out of danger. Electrocardiogram showed implantable pulse generator (ipg) stop pacing, and no pacing pulses. The patient was hospitalized and temporary pacemaker implanted. Physician questioned the operation of the ventricular capture management function of the ipg. Subsequently, the ipg was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.